Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was opened for a procedure, but not used as the helix would not extend. Another lead was utilized for the procedure and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. The helix will not extend due to being over-retracted and there was a tip seal observation. Blood in/on helix/lobe mechanism (sleeve head).